Event description:
On may the 8th, 2024, el. En. Electronic engineering spa received a communication from the us importer (B)(6) of an of an event in which the device elite iq double pulsed just before showing a low-power alarm. In the above-mentioned communication is reported the following: the customer complaint of two faults occurring relative to low-energy alarm and starting to double-pulse. Anyway, the customer reported to have been able to bypass this issue simply by re-starting the device. In the communication it is reported that no patient nor operator has been involved in the event. The present event has been evaluated as a reportable due to the fact that the event represent an accidental radiation occurrence (aro). Moreover, the us importer, (B)(6), proceeded to submit their own MDR report code MDR 1222993-2024-00019 in date april the 26th, 2024. We the manufacturer of the device proceeded to submit our own MDR report, in accordance with 21 cfr part 803.50(2) in order to supply any missing information.

Manufacturer narrative:
We as manufacturer of the device have performed our own investigation based on the information gathered by the us importer from the clinic. In date 24/04/2024 the actual device involved in the event has been evaluated by (B)(6)authorized technician who was unable to replicate the error reported by the site. The device has been checked thoroughly and no issue has been found device working properly within specification. Moreover the technician remain at the site and observed the nurse performing treatment on 5 patient during which the device worked properly without any issue and without presenting any kind of alarm. Based on the fact that the issue was impossible to replicate and that the device has been found working properly within specifications the root cause of the event has not been possible to be determined. It has not been possible, also to confirm the happening of the event. No design deficiency has been found to be contributory to the event. No corrective action/preventive action/fsca is required. The present initial report has to be considered as a final report unless FDA has further questions.